Event description:
It was reported that during surgery the device was unable to properly mesh. The procedure was performed with another mesher that did work, and there was no delay and no harm to patient. There was no additional surgery, no contributing condition, and surgical technique was followed. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Initial reporter telephone number: (B)(6).

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections have been updated: b4, d1, d4, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the device passed the test mesh cut; however, the cutter was damaged and the device was out of calibration. The cutter was replaced and the device was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.